Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat # 06-2898, lot# mjmd2e, description: c-taper cocr lfit head 28mm/3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "infection."